Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple occlusion alarms occurred. Customer's blood glucose was between 178-220mg/dl. Reportedly, the customer simply cleared the alarm to address the issue. Subsequently, it was reported that multiple unexpected resets occurred. Reportedly the customer had manual injections as alternate insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged unexpected reset issue could not be verified. Additionally, the alleged occlusion alarm issue was verified in the pump logs; however, investigation could not be completed as the cartridge was not returned. Additionally, a different issue was identified.